Event description:
Procedure type: hysterectomy. Per email from legal: info gleaned from ethicon's motion for summary judgement. Plaintiff had uterus, cervix, right ovary and right fallopian tube removed (B)(6) 2003. An "endogia" was used. Surgeon stated the term "endogia" was used as a generic term for a surgical stapler. Desert regional medical center provided product ids for ethicon devices. However, their charge sheet from the operating room did not indicate any brand info on the devices. Pt underwent additional surgeries in (B)(6) 2004, for complaints of pain in the same location as before the hysterectomy. (B)(6) 2008 pt had surgery with operative findings of adhesions over the bladder and sigmoid colon. (B)(6) 2010, the pt had an exploratory laparotomy performed where he noticed some staples that may have migrated. He stated that the staples appeared to be properly formed and were in a typical location following a hysterectomy. The staples and the granulomatous tissue were resected. Regarding causation, his affidavit states: although there were other conditions which were responsible for causing pain which were identified during the course of the procedure done at that time, it is my opinion that the staples removed at that procedure could reasonably have cause or contribute to the extent of the pain which the pt was containing about. He contends that the removal of the staples significantly reduced complaints of pain. In (B)(6) 2011 dr (B)(6) attended a surgery in which the pt was having a laparoscopic cholecystectomy. He again saw staples in location of likely [sic] the vasculature of the previous uterine vessels. The staples were embedded in what appeared to be a remnant of the uterine artery and were well healed and there was no evidence of infection. Sinervo left the staples in place. He testified that he could not comment as to how much the staples may have been contributing to her pain but acknowledged that there is a possibility that they may have.

Manufacturer narrative:
(B)(4).